Event description:
Bausch & lomb rec'd a communication from a consumer who underwent bilateral implantation of the crystalens intraocular lens (iol). This report refers to the left eye. Postoperatively, the consumer reports experiencing halos, glare, image distortion and unsatisfactory near vision. Three and five months postoperatively yag laser was applied but improvement is small. Reference MDR #2031924-2011-00065.

Manufacturer narrative:
The iol is implanted.